Manufacturer narrative:
On (B)(6), infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established.

Event description:
On (B)(6), a distributor of infutronix reported an issue on behalf of an end user: "woman called in for her son. Felt a little dampness but not much after a bolus. Told her that can happen because of the high speed of a bolus and possible back pressure, some medication tracks back. But as long as it isn't big puddles of medication, he should be fine. She felt reassured and we ended the call." A patient was involved but not harmed.